Event description:
Customer reported a cartridge alarm 30 with two different cartridges during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the issue occurred and decided to replace the pump. Customer was advised to program settings and connect their cgm to the replacement pump. The replacement pump would include updated software, with further updates available to them. Customer received instructions on how to return the problematic pump to avoid charges, opted for signature delivery, and was guided on using storage mode for the return.